Manufacturer narrative:
One sealed reservoir was evaluated and a pre-fill test was performed. The reservoir and transfer guard passed per inspection and no occlusion anomaly was noted. The reservoir properly connected and locked into place. The reservoir, snap cap, and septum were inspected for anomalies and none were found. The occlusion test was fun and the reservoir was found not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery several times over the course of a few months during the fill tubing step. The customer stated that no delivery alarms occurred during a fixed prime of 5 units. The customer advised that when the tubing was filled and connected to the set, no alarms recurred. The customer's blood glucose was 3.7 mmol/l. The customer was advised that the reservoir would be replaced.